Event description:
During device testing by a baxter service technician, a colleague infusion pump experienced a false upstream occlusion alarm. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced headaches and pain with stimulation resulting in device non-use. Attempts to clinically mange the patient were unsuccessful. The device was explanted on (B)(6) 2010. There are no plans to reimplant as of the date of this report, (B)(6) 2010.